Event description:
It was reported that temperature alarm occurred while the pump was charging and third-party charging supplies were used.there was no reported adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin delivery, leading to the pump replacement under warranty. The customer was informed about the need for replacement, advised to use mdi as backup therapy, and provided with a new pump and tandem charging supplies. Instructions for returning the problematic pump were also given.